Manufacturer narrative:
Sample analysis: an eval of the actual complaint sample could not be performed as a device was reported to be discarded by the user. The root cause of this complaint cannot be determined. The device history record was reviewed. No abnormal discrepancies or non-conformances were observed.

Event description:
It was reported that during the positioning of the coil, it detached from the delivery pusher. The implant coil was retrieved successfully using a snare. No harm or injury was reported. Pt info - pt identifier and weight are not available.